Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms which were reproduced while running a loaded set. During the eval, the upstream sensor had cracks on the upstream sensor tail pins, which cause false upstream occlusion alarms. The failed upstream sensor was replaced.